Event description:
On 10/22/2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 6.0 ng/ml. Same sample was tested on a laboratory system, axsym, yielding a result of 0.02 ng/ml. Same sample run on a different I-stat system using an I-stat cardiac troponin I cartridge yielded a result of 7.21 ng/ml on whole blood and 0.0 ng/ml on plasma.